Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 weeks after the dental implant was placed in ada site 30 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports the patient had an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 2 weeks after the dental implant was placed in ada site 30 in the mouth, the implant had not achieved osseointegration in type ii bone. Clinician reports the patient had an infection and pain. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).